Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that brief sensor issue occurred. The sensor was inserted into the arm on (B)(6) 2025. The patient reported via chat that on or around (B)(6) 2025 her urine ketone test showed high levels after two days, and she was planning to present to the emergency department. She also reported recurring device errors: the device displays an error for one to two hours, functions normally for one to two hours, then presents the error again, preventing her from obtaining blood glucose readings for several hours. Ultimately, the device stops functioning and displays an error message consistently. No additional details were provided. The chat disconnected while further questions were being asked. All three diligence attempts to reconnect with the patient were completed without success. No further information was documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.